Event description:
It was reported to philips that the system's geometry movements were unavailable. The customer performed reboot, but the issue persisted. The procedure was completed in another room. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.